Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was unable to grasp screw smoothly by the reported screwdriver. The screwdriver grasped screw before insertion, but the screw was unstable when it touched the patient¿s oral inner wall. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the reason was that trough out incoming inspection it was detected that those articles do not meet the current valid requirements. The risk analysis and a special release order was accomplished. As result, all the articles of this special release order were checked with a 100% control. The quality, security and functionality of all those articles is given. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.